Event description:
The customer provided, additional information: date of the event (B)(6) 2022. It occurred, during the procedure. The name of the procedure is unknown. Purpose of treatment. No procedural delay. The patient was under general anesthesia. The procedure was completed with a device change. It is unknown, whether a pre-use inspection was carried out. There were no effects on patients or operators. Patient information was not available.

Manufacturer narrative:
Additional information has been received, from the customer. This supplemental report is being submitted to provide this information, as well as additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, no image occurred, due to a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the cable section and cable image were defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, suddenly becomes a color bar on the 4k camera head. There were no reports of patient harm associated with this event.